Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of water through the instrument and suction channel. The air/water channel and axillary water channel was flushed. Sekusept multienzyme was used as the detergent during pre-cleaning and manual cleaning. Manual cleaning involved brushing the instrument/suction channels, suction cylinder, instrument channel port, and distal end. During manual cleaning, an olympus brush, model bw-412t was used. Manual disinfection was not done. The automatic endoscope reprocessor (aer) used was medivator advantage plus. Intercept was used as the detergent and rapicide pa 20c high-level disinfectant and sterilization was used as the disinfectant. The scope was stored horizontally in a drying cabinet, model medivators endo store. The scope was not sterilized. Olympus was used for maintenance and repair. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope tested positive. After the scope was received back from repair, the scope was manually cleaned and disinfected before it was cultured. The scope tested positive so it was soaked, manually cleaned and disinfected, and cultured again. The scope still had growth. The process was repeated a total of six times and the culture decreases. The customer thought there was a biofilm that they were slowly managing to loosen up. No cultures were done, prior to sending the scope for repair. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.